Event description:
The physician utilized a silverhawk ls-m to treat an instent restenosis lesion at the distal left sfa location. The silverhawk ls-m became caught on the existing stent. Ultimately, the atherectomy catheter was cut and an 8fr. Long sheath was placed over the arterectomy catheter and was used for support as it was introduced into the stent, and the silverhawk device was freed and removed from the vessel. A balloon angioplasty and stenting were performed to repair the injured area.